Event description:
I have a merlin implantable defibrillator manufactured by st jude medical which was implanted on (B)(6) 2013 at (B)(6), since receiving the device I have had recurrent hospitalizations all related to shortness of breath, fluid retention around heart and lung area and my ejection fraction is now 20 percent which is lower than the percentage it was prior to surgery which was somewhere around 30-35 percent, my symptoms have worsen since having the ICD (pacemaker and defibrillator).